Manufacturer narrative:
The device was returned with the cannula fully deployed and the slide insert was visible in the viewing window. No damages or defects were found with the needle mechanism that would cause any issues with the needle mechanism deploying the needle and cannula. The device data indicated the device operated correctly completing the first and second priming sequences and was deactivated at 57 pulses. The cause of the reported event could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed, and the product lot met all acceptance.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 145 mg/dl while wearing the pod less than 1 hour. It was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. As treatment, the pod was removed and discarded.